Manufacturer narrative:
The reported failures of flow verification: positive flow: measured tidal volume and flow verification: negative flow: measured tidal volume test steps are accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for these failures are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failures in question have led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. Review of the DHR for this device, serial number (B)(6), did not find any non-conformances or abnormalities related to the reportable malfunction/ allegation identified in this complaint record during testing of the device prior to distribution.

Event description:
A trilogy evo, USA device was returned to a service center for evaluation. There is no allegation of serious or permanent harm or injury. The device was not in use on a patient at the time of the occurrence. During the evaluation of the device, the service technician observed failed flow verification: positive flow: measured tidal volume and flow verification: negative flow: measured tidal volume pneumatic test steps. The device evaluation does not identify any specific component malfunction that would need to be replaced to resolve the failed test steps. Additionally, the service technician noted that there was lots of dirt in the air path. After the evaluation and corrections were complete, the device passed final testing.